Manufacturer narrative:
This device has not been returned; therefore a technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident.

Event description:
It was reported that this patient had a pocket revision procedure a week after the cardiac resynchronization therapy defibrillator (crt-d) device was implanted, for unknown cause. Several attempts to gather information as to why the pocket revision was completed, have been unsuccessful. The device remains implanted. No adverse patient effects were reported.